Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that following two hours of use of a smiths medical portex® bivona® adult tts¿ tracheostomy tube an air leak was noted. The tracheostomy (trach) was required to be changed out with no reported adverse effects.

Manufacturer narrative:
One bivona tracheostomy tube was returned for evaluation. The device history record was reviewed for the lot number provided, and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Upon visual inspection of the cuff, it was noted that there are tiny scratches next to the small hole on the cuff, potentially a result of coming into contact with a sharp object, or die to sharp cartilage internally on patient anatomy. The product cuff was leak tested with 20cc of air. The cuff wall thickness was measured as well and was noted to be within specification. The customer's complaint was confirmed, however no definitive root cause to the reported issue could be determined; this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.